Event description:
It was reported that a patient underwent an atrial tachycardia (at) cardiac ablation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified three electrodes that were lifted on the b splines. Initially, it was reported that there was noise on the b splines of the catheter that were seen on carto 3 system and the recording system. They reseated the catheter, but the issue persisted. They replaced the cable with no resolution. When they replaced the catheter, the issue was resolved. There was no patient consequence. The signal noise issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, three electrodes were found lifted on the b splines. This was assessed as MDR reportable with an awareness date of 25-jul-2025.

Manufacturer narrative:
The device was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and electrical test of the returned device. Visual analysis revealed three electrodes lifted on spline b. Electrical testing was performed, in accordance with johnson & johnson medtech procedures. No error was displayed on the screen, but it was visualized with two electrodes of the spline b in black color due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31460805l number, and no internal actions related to the complaint were found during the review. The noise issue reported by the customer was confirmed. The potential cause cannot be established. The potential cause of the damaged electrodes that were observed during analysis, could be related to the handling of the device during the procedure. The instructions for use contain the following recommendation in carto 3 system: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).